Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined. This pump will no longer return for investigation. It was repaired in the field by an ICU medical field technician during annual preventive maintenance.

Event description:
It was reported that, on an unknown date, a plum 360¿ infusion pump ¿infusion pump stops, unspecified intervention was required¿. There was no patient harm reported. No additional information is available at this time. This pump will no longer return for investigation. It was repaired in the field by an ICU medical field technician during annual preventive maintenance.

Manufacturer narrative:
The customer did not return this device for testing, therefore a comprehensive investigation into the complaint could not be performed. A service history review was performed and it was found that there were no previous related service activities in the last 12 months. Onsite preventive maintenance was carried out and the device passed all testing.